Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient experienced a blood glucose of 21 mg/dl with loss of consciousness and cognitive impairment associated with the time being incorrect on the pump. Reportedly, the patient remained on the insulin pump and was treated by emergency medical services with a glucagon injection and oral carbohydrates as needed. During troubleshooting with customer technical support, it was revealed that the a.m. And p.m. In the pump were switched. It was determined that the time/date were correctly maintained when battery was removed for less than 24 hours. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error.